Event description:
It was reported that directly following the spinal cord stimulator implant procedure the patient was able to feel stimulation, however, the next day the patient was unable to feel the stimulation and unable to connect the remote control rc or computer programmer cp to the ipg. The physician noted there was a minor deformity on the ipg casing due to handling but thought the ipg had no issues as there were never impedances, and the patient was programmed and felt stimulation post-operatively. Troubleshooting was attempted, however the issue did not resolve. The patient then underwent an ipg replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The returned ipg was visually inspected and exhibited severe explant damage, a puncture on the case, and circuitry that was contaminated due to liquid intrusion through the open case. The device was no longer operable and unable to be tested. Based on the information, the reported event of loss of stimulation and the inability to connect the ipg with the rc and cp were unable to be confirmed as the device was unable to be investigated due to the severe explant damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that directly following the spinal cord stimulator implant procedure the patient was able to feel stimulation, however, the next day the patient was unable to feel the stimulation and unable to connect the remote control or computer programmer to the ipg. The physician noted there was a minor deformity on the ipg casing due to handling but thought the ipg had no issues as there were never impedances and the patient was programmed and felt stimulation post-operatively. Troubleshooting was attempted, however the issue did not resolve. The patient then underwent an ipg replacement procedure and is doing well post-operatively.